Event description:
It was reported that the pt experienced an inflammatory mass. The pump contained methadone 12 mg/ml, baclofen 60 mcg/ml, and marcaine 12 mg/ml. The dose was 2.248 mg/day. On (B)(6) 2011, the pump medication was changed to dilaudid 10 mg/ml and marcaine 5 mg/ml. A bridge bolus was incorrectly performed. A bolus was programmed on (B)(6) 2011 to deliver 0.469 mls over 38 hours and 51 minutes. The old drug desired dose was 3.480 mg/day (which was the daily dose with the pa bolus amount). The pt experienced an overdose. At the time of the report, 28 hours of the bridge had elapsed; 0.133 mls remained to be delivered at a daily dose of 2.248 mg/day. It was later reported that the physician wanted to change the dose after he noticed the pt was having overdose symptoms. The bolus was recalculated. It was further reported that the pt was doing fine now, as he had recovered in less than one day. The pt was in "good spirits" when he left the hospital; and was receiving effective therapy.

Manufacturer narrative:
(B)(4).